Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had sent pictures with verdigris on the system controller. The controller was to be exchanged. The patient was stable at home with no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of verdigris on the controller was confirmed via submitted photos and evaluation of the returned heartmate ii system controller (serial number: (B)(6). Customer submitted images revealed a cut in the black power cable and fluid ingress on both power cables. Visual inspection of the returned system controller revealed exposed wires and fluid ingress at the area of the black power cable damage. The controller underwent functional testing and passed without issue. The controller was able to operate a mock circulatory loop as intended for extended duration. The power cable jackets were stripped, and fluid ingress was observed throughout both cables. No damage to the underlying wires was observed. Review of the downloaded log file did not reveal any atypical alarms. All of the captured data appeared to show the system controller operating as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook section 2 - ¿how your heart pump works¿ and heartmate ii left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ instruct users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. The patient handbook, section 10 - ¿safety checklists¿, and hmii IFU, section f ¿ safety checklists¿, instruct users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.